Event description:
Fracture in the knee [lower limb fracture]. Pain in right knee [arthralgia]. Swelling of r knee [joint swelling]. Case description: spontaneous report was received on (B)(6) 2011 from a consumer regarding a female pt, initials (B)(6) with osteoarthritis. The pt's medical history was not provided. On (B)(6) 2011, the pt initiated synvisc-one, 6 ml in the right knee. On an unspecified date in (B)(6) 2011, the pt experienced swelling and pain of the right knee since receiving synvisc-one. The pt also has a "fracture in the knee" and at the time of this report, was receiving physical therapy. The action taken with synvisc-one was not provided. The pt's outcome for the events was not provided. Concomitant medications were not provided. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the equipment to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.